Event description:
It was reported that the customer's pump touchscreen was unresponsive. There was no reported impact to the customer's blood glucose level. The customer declined troubleshooting assistance from technical support, and no further information was provided.